Event description:
Plaintiff reports initial bilateral implantation 4/25/78 with explant 4/18/95. Plaintiff alleges various illnesses including, but not limited to, pain and suffering, permanent injuries, and disfigurement.